Event description:
Customer called to report blood leaking from return pump tubing. Customer stated at 215 ml whole blood processed, she noted blood was leaking from the return pump tubing segment. Customer aborted the procedure and did not return any blood/products to the patient. Asked if patient was stable, customer stated yet patient was fine and they have started patient on procedure on another instrument. Asked if anyone was splashed with blood/product due to the leak, customer stated no one was splashed with blood/product. Asked if there were any alarms prior to observing blood leak. Asked if there were any alarms during prime, customer stated there was a prime two alarm during prime. Customer stated they unloaded and reloaded the pump tubing segments to clear the alarm. Customer requesting service due to leak. Customer sent picture for investigation. Service was dispatched under (B)(4).

Manufacturer narrative:
Batch record review was performed for lot c358 and there were no nonconformances related to this complaint type. The lot met all release requirements. At the time of the investigation, no CAPA's were initiated for tubing leak and alarm #26. No trends were detected for these event types. The photo analysis confirmed the reported blood leak. However, the analysis could not determine the location or the root cause of the leak. Review of the device history record for lot c358 determined all product met manufacturer's specifications - no manufacturing defects identified during the analysis. Service was dispatched under (B)(4) to clean the instrument. The field engineer arrived on site and verified blood leak, removed return pump head and cleaned blood on pump deck, replaced return pump head because unable to clean blood from inside pump head rollers and successfully complete system checkout procedure - no further action was required. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).